Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, on (B)(6), 2015 the patient was taken to the operating room and administered general anesthesia to facilitate an abutment removal. During the same procedure, a new implant was placed. The implanted device remains.